Event description:
As the stent was being advanced through the seven french sheath over the wire to target the right common iliac, the stent came off deployment balloon in the r iliac. The physician attempted to remove the stent by removing the sheath. The undeployed stent remained in the right iliac until a small balloon was able to be inserted over the wire and through the stent. The stent was deployed in right iliac. A second stent was able to be passed through the right iliac stent and placed in the target arterty, the right common iliac.